Manufacturer narrative:
(B)(4). The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, while creating the anastomosis, the device was fired but no staples deployed. No staples seen in the field or in the tissue. There was bleeding. The bleeding was controlled by clamping tissue and hand sewing. The patient is okay. No blood products were required.